Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed bts test as the sensor is beyond its expiration date.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having issues with her last four sensors giving her false low readings. She stated that the night prior, her sensor readings were off and so she turned it off because it was suspending her pump and alerting her that she was low. She said that she had a blood glucose of 426 mg/dl. She declined high blood glucose troubleshooting because she said that she treated with the pump and felt fine. The customer also mentioned that she is experiencing sensor glucose versus blood glucose differences with threshold suspend. Her sensor glucose was 46 and blood glucose was 80 mg/dl. She mentioned that there was some blood on the site. The customer was advised that her blood glucose and sensor glucose were not within acceptable range. The sensor will be replaced for analysis. The sensor will be returning for analysis. The insulin pump will not be returning for analysis.